Manufacturer narrative:
Block a2 patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: a wallstent biliary delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found that the outer sheath was detached from the handle (valve body). No other issue to the delivery system was noted. The investigation concluded that the reported event and the observed failure were likely due to procedural factors such as, handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which may have limited the device performance. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on june 11, 2019 that a wallstent biliary partially covered stent has been implanted to treat a 4 cm malignant stenosis in the common bile duct (choledoch) due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was normal and was not dilated prior to stent placement. According to the complainant, during the procedure, the sheath was retracted to deploy the stent but became kinked. Reportedly, the stent was released 50% inside the endoscope. The device was attempted to be removed and suddenly, the stent deployed in the digestive tract. Reportedly, the stent remains implanted and another wallstent biliary was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary partially covered stent has been implanted to treat a 4 cm malignant stenosis in the common bile duct (choledoch) due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was normal and was not dilated prior to stent placement. According to the complainant, during the procedure, the sheath was retracted to deploy the stent but became kinked. Reportedly, the stent was released 50% inside the endoscope. The device was attempted to be removed and suddenly, the stent deployed in the digestive tract. Reportedly, the stent remains implanted and another wallstent biliary was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.